Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 873 mcg/day; type, and lot # unable to be obtained) for intractable spasticity and a post spinal cord injury. The patient had a medical history of spasticity. The patient experienced an infection, and it was unknown what led to the infection. The event date was reported as (B)(6) 2015. As a result, the pump was partially explanted and the wound was cleaned. The pump was still attached to the catheter and was placed outside the body under the patient's arm (armpit) in a sling. Five cm of the patient's catheter (8709 model) was trimmed and attached to the proximal segment of a new 8731 model catheter (none trimmed). The new proximal portion of the catheter was partially externalized and attached to the original catheter. The dosing remained the same, and antibiotics were given to the patient. The infection appeared to only be located in the pump pocket and not in the spine. There were no diagnostics or troubleshooting performed by the company representative, and it was unknown if the issue had resolved at the time of the report. The physician planned to re-implant the pump once the infection cleared. The patient's status at the time of the report was "alive - no injury." Information regarding the cause, additional interventions, and the outcome of the event was not provided. Should additional information be received regarding the events, it will be submitted in the form of a follow-up report.